Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's remote transmission revealed post paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator. No intervention was performed. The patient was in stable condition and would continue to be monitored.